Manufacturer narrative:
Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID#: 2134265-2011-03353. It was reported that during preparation for a rotational atherectomy treatment procedure, a guide wire fracture occurred. During platforming of the rotablator rotalink plus burr outside of the body the extra support rota guide wire fractured about 120cm from the distal end of the device. The procedure was completed with another of the same device. No patient complications were reported and status is good.